Event description:
It was reported that the user experienced frequent glucose fluctuations with nighttime low events while using the ilet pump, including a documented glucose of 45 mg/dl, and was guided to shut down and disconnect the pump due to persistent beeping; the user also reported not meal announcing, citing prior healthcare provider direction, and was provided troubleshooting and education with assignment for additional training. Symptoms included hypoglycemia with sweating. Outcomes included urgent low glucose requiring oral glucose treatment. Investigation included troubleshooting with the user and referral for additional clinical training. Investigation of this case revealed no confirmed device malfunction and suggested user technique and therapy use pattern, specifically not meal announcing, as a likely contributor to the hypoglycemic events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.